Event description:
The advocate alleged, the customer received a control test result that was high, out of specification. The initial call did not meet the criteria to be reported, but the customer's test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 289 mg/dl high, out of specification. Performance was satisfactory using iqa reference reagent.